Event description:
The customer stated that she has been experiencing leaking in the insulin pump. However, she believes it was not the reservoirs because she is still having the same problem, and she will check with her doctor at her appointment. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.